Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm, with occurrences almost daily in the past week. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue with cartridge alarm 34 and resolved to replace the pump. The customer will continue using the current pump and resort to multiple daily injections if it fails before the replacement arrives. Technical support advised the customer on steps for receiving and returning the pump, and the replacement was shipped with updated software.